Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was an issue with one of the nasogastric (ng) tubes that was in use on a patient. After being put into use it was found to be cracked and led to complications. The staff believes that the patient may have just bit/chewed at some point. None of the other units checked had any issues. Additional information was received and stated that a crack (a small slit) was found in the tube approximately at the measurement of 65 and there was no detachment observed. They were not sure if the tube was cracked due to patient bit/chewed the tube. Due to the crack, slow trickle of leaking of the tube feeding was observed into the mouth. Thus, suctioning out of the mouth secretions that lead to stopping the tube feeding due to what was perceived to be intolerance. The tube was removed and replaced with another tube. Per medical staff, they were unable to assess the details of medical intervention/treatment provided to the patient involved.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 20-may-2022. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.